Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address and phone number: unknown, as information was requested but not provided. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the standalone monofocal intraocular lens (iol) had no notch at the base of the haptic and there was a foreign substance in the para optical zone. This defect was noticed after implantation in the patient's eye. No medical interventions were reported. Through follow-up we learned the foreign substance was not removed, as it was noticed after the end of the operation. Everything is fine in terms of visual acuity and quality. No further information was provided.